Event description:
This report addresses the issue of use error - reuse of supplies. The customer contacted baxter's technical service center for troubleshooting an alarm while on the home choice (hc) device during use during fill 1. The home patient (hp) stated that the heater bag got disconnected. The hp reconnected and restarted therapy. The baxter technical representative (tsr) had the hp stop therapy and explained that the setup was compromised. The tsr assisted to end therapy. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the home patient stated that the heater bag got disconnected and the hp reconnected and restarted therapy. This complaint is confirmed because a reuse of supplies is a use error that can cause contamination. The cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.